Event description:
Considerable knee pain, knee effusion. Info was received on 2/2/07 from a female pt with an unk medical history. The pt received her first synvisc injection on an unk date and developed considerable pain which continued for seven days. The pt's physician removed a large volume of effusion prior to the second injection and also administered a corticosteroid injection. At the time of this report, the pt's pain had not subsided and she was taking paracetamol for pain management.